Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a controller board issue. A field service representative replaced the drawer controller board and retractor assembly connected to it to resolve the issue. The system functioned as intended after the field service representative troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure. The customer stated that the station was causing disruption to the user from obtaining the medications for surgery cases and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.